Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that he is a welder so when he bent over his stoma, it would rub on the flange and he stated that it appeared to have cut into his stoma from approximately 900-300 o'clock position. He had a small amount of bleeding from this area. Thereafter, he stopped using this wafer and the area resolved. No photo is available at this time.